Event description:
The customer reported that the system stops booting up and the message 'bad iris pot' appears on the mainframe display.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep adjusted the collimator iris pot. He checked the iris pot wiring, with no problem found. The collimator iris is operating as intended with no further problems.